Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:the keypad was found to be intact. Evaluation revealed that the ok, up and down keypad buttons were intermittently unresponsive. There was evidence of keypad contamination under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A battery compartment crack was observed during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.